Event description:
It was reported that the patient suffered cardiac arrest. The patient's neighbors heard "beeping" and went to check on patient. Upon entering the patient's house they found the patient's child "plugging the patient in" and the patient was already unconscious. They called 911 and cardiopulmonary resuscitation was initiated. The patient remained in asystole throughout the efforts and resuscitation attempts were stopped prior to call. Emergency medical services (ems) confirmed power sources and driveline were connected properly. Patients pump was actively alarming low flows. Ems disconnected the patient's power sources and driveline from the controller and turned the controller off. Log files captured a no external power on (B)(6) 2022 from 7:40:24 until 7:41:15/ it appeared that both power leads from the mobile power unit were simultaneously disconnected. The pump was supported by the controller's internal battery during this time. On (B)(6) 2022 at 0:08:44 the driveline was disconnected and the pump stopped. On (B)(6) 2022 at 2:12:38 the driveline was re-connected and the pump restarted. On (B)(6) 2022 at 3:19:46 the driveline was disconnected and the pump was shut off. Related heartmate 3 system controller MFR # 2916596-2022-12361.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvad, serial number (B)(6), was not returned for evaluation. The account submitted log files for review. The system controller event log file contains data from 26jun2022 at 19:41:13 through 28jun2022 at 3:24:24. On 28jun2022 at 0:09:44, a pump stop event was captured from the driveline being disconnected. During this time frame, low-speed hazard, low-speed advisory, pump stop fault flags, low pump current, and lvad off alarms were active. On 28jun2022 at 2:12:35, the driveline was reconnected, and the pump was operating as intended. Low flow events were captured throughout the log file beginning on 28jun2022 at 3:05:21 through 3:19:46. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Beginning on 28jun2022 at 3:19:46, the log file captures another pump stop due to a driveline disconnect. During the time frames of power cable disconnects and driveline disconnects, the low pump current, communication faults, and lvad off alarms were active. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. Additionally, although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.